Event description:
It was reported that a merlin.net transmission showed the far r wave and intermittent noise resulting in non sustained episodes of vf. Isometric testing and fluoroscopy were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.